Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with the lesion site or associated devices causing damage to the outer surface, resulting in rupture during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified right iliac coronary artery. The 8.0x40mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. The balloon ruptured at 10 atmospheres during the first inflation. The bdc was removed without issue and another 7.0x40mm x135cm armada 35 bdc was advanced without issue and it also ruptured at 10 atmospheres during the first inflation. An unspecified stent and new armada bdc were used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.